Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to reset basal on insulin pump. Customer's blood glucose was 450 mg/dl. Customer also reported to have had low blood glucose and diabetic specialist was contacted. Customer declined low blood glucose troubleshooting. During troubleshooting for high blood glucose, it was found that customer changed infusion set every week instead of every two to three days as was advised.